Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc in the left and right cheeks, nasolabial folds, right and left of top lip, bottom lip and corners of mouth. Prior to injection the patient was given a topical cream anaesthesia. There was no bleeding or bruising noted after the injection. A few hours later, the patient had a "dusty and slow capillary refill" on the left top lip. There was also a "pale area above top left lip." Patient was treated with hylase after a patch test and omnilux. The patient still had "little slow return" and was "very bruised." Patient was reviewed the next day by a physician, the patient's "perfusion" is looking much better and there was "some good bruising around lip." Patient was reviewed again the next day and was treated with hylase again for vascular occlusion. The patient had some pain "like a paper cut" on the inside/mucosal surface of left upper lip and a "small eschar" on the cupids bow. On examination, the patient also had "some mild blisters on the mucosal surface." Three days later, the patient had a "few issues with digestive system" which were unrelated to the device. About 2 weeks later, the patient had an additional injection with juvéderm® volbella® with lidocaine in the cupid's bow, top lip and lower lip (no complaint with this injection). Symptoms have resolved. The patient was concomitantly given "dep cx1. Omni plus, multi b, hydr mask and weithless" the day of injection for a history of eczema that comprised of dry, tanned and slightly dull skin as well as acne. Patient was also given various skin products for the eczema and acne over the course of the event.

Manufacturer narrative:
Concomitant therapies: topical cream anaesthesia. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of dusky, pale area, bruising, slow capillary refill, eschar, blisters, pain like paper cuts and vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of vascular system (circulation), impaired, bruise, skin discoloration, pain, necrosis and skin inflammation: "contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. ¿ juvéderm ultra® xc should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra® xc in the left and right cheeks, nasolabial folds, right and left of top lip, bottom lip and corners of mouth. Prior to injection the patient was given a topical cream anaesthesia. There was no bleeding or bruising noted after the injection. A few hours later, the patient had a "dusty and slow capillary refill" on the left top lip. There was also a "pale area above top left lip." Patient was treated with hylase after a patch test and omnilux. The patient still had "little slow return" and was "very bruised." Patient was reviewed the next day by a physician, the patient's "perfusion" is looking much better and there was "some good bruising around lip." Patient was reviewed again the next day and was treated with hylase again for vascular occlusion. The patient had some pain "like a paper cut" on the inside/mucosal surface of left upper lip and a "small eschar" on the cupids bow. On examination, the patient also had "some mild blisters on the mucosal surface." Three days later, the patient had a "few issues with digestive system" which were unrelated to the device. About 2 weeks later, the patient had an additional injection with juvéderm® volbella® with lidocaine in the cupid's bow, top lip and lower lip (no complaint with this injection). Symptoms have resolved. The patient was concomitantly given "dep cx1. Omni plus, multi b, hydr mask and weithless" the day of injection for a history of eczema that comprised of dry, tanned and slightly dull skin as well as acne. Patient was also given various skin products for the eczema and acne over the course of the event.